Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a revision of the mesh on the same date at (B)(6) hosp, by (B)(6). Upon visualizing the mesh, a defect of approximately 2 cm in size was noted in the mid portion of the mesh. On (B)(6) 2016, she underwent an exploratory laparotomy and removal of the mesh at (B)(6) medical center, (B)(6). A fluid collection was noted anterior and adjacent to the mesh. An area of mesh and accompanying soft tissue was excised as well as an adhesiolysis of the abdomen. On (B)(6) 2016, she underwent another exploratory laparotomy, lysis of intestinal adhesions, left anterior component separation and excision of the remaining mesh at (B)(6) medical center, (B)(6) due to recurrent infection the mesh was completely excised. A debridement of muscle and scar tissue was performed, as well as a component separation with myofasciocutaneous flap for closure. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.